Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump failed in the middle of the night and her son went into diabetic ketoacidosis. The insulin pump alarmed button error and the buttons were unresponsive. The patient woke up not feeling well; he was taken to the hospital and his blood glucose was 840 mg/dl. The customer was treated with insulin drip and admitted into the ICU. The customer first experienced the button error when he removed the device to shower. When he got out of the shower the device alarmed button error despite not getting wet. The alarm cleared on its own after 15 minutes, but the alarm recurred later. Further troubleshooting for the high blood glucose was declined. The patient was due to leave the hospital today. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads.